Event description:
Psych-safe chair was used as a projectile and thrown by patient. Chair then shattered into 17 pieces, 12 were sharp and jagged wooden sticks. The patient then used the sticks to stab holes in the sheetrock, damaged the overhead lighting, and disrupt the sprinkler system.